Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed all leaflets were in a partially closed position with a gap between the free margins. Leaflets were stiff with signs of creases and frame imprints. Tissue was dry where severe creases were present. Conditions may be associated with the valve being crimped inside the delivery system for an unknown duration of time. Remnants of bloody host tissue were found two commissures. All commissures appeared intact. The valve appeared discolored showing evidence of blood contact. The device was received in a severely compressed state with the inflow exhibiting a reniform appearance. The tissue around the valve skirt was dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the returned condition of the valve, a deployment simulation could not be performed. There was no evidence of frame kinks or bends after warm saline submersion. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, it was reported that a crown overlap was noted to node four. This would have constituted a misload, and per the device instructions for use (IFU), the device is not recommended for use. This would serve as the root cause of the infolding. Imaging of the loading of implant procedure of the valve were not available for medtronic review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during fluoroscopic check, a crown overlap was noted to node four. No pre implant balloon dilatation was performed. A confida guidewire was used during the implant. During the first deployment, an infold was observed. The valve was retrieved from the patient and a pre-implant balloon dilatation was performed using a 20 millimeter (mm) balloon. A second valve was used to complete the procedure. Per the physician, the patient had heavily calcified valve leaflets, annular and left ventricular outflow tract (lvot) calcification contributed to the infold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.